Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced hypoglycemia event on (B)(6) 2026. The patient went to emergency room and was given sugar febore and intravenous glucose. No further information available.